Manufacturer narrative:
B3. Date of event: unknown. Only year was provided; no other information has been provided to date. Investigation summary: initial customer report indicated "constant empty reservoir alarm" issue. This was confirmed during the air detector test. The probable root cause was the faulty flex circuit sensor. Additionally, during the power-on test, the device was found to display a "no data saving" message on the screen. During the visual inspection test, the lens was found to be scratched. The main board, lens, and flex circuit sensor were replaced with new ones. Pvt (performance verification testing) was conducted. All tests passed within specifications.

Event description:
It was reported that the device had a constant "empty reservoir" alarm. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed no errors related to the customer's complaint. Functional testing confirmed the reported issue. The cause was that the device was not detecting the cassette. The main board and flex sensor were replaced to resolve this issue.